Manufacturer narrative:
Correction: (UDI). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had excessive leak at the tracheal side due to the outside outer cannula that came loose from the flange. It was reported that suture had to be removed, placed another tracheal tube with the same size and was not sutured. It was indicated that the tracheal tube dislodged when the patient subsequently turned causing patient to have shortness of breath and was not ventilated. The customer reported that they had to temporarily intubate the patient for the third time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had excessive leak at the tracheal side due to the outside outer cannula that came loose from the flange. It was reported that suture had to be removed, placed another tracheal tube with the same size and was not sutured. It was indicated that the tracheal tube dislodged when the patient subsequently turned causing patient to have shortness of breath and was not ventilated. The customer reported that they had to temporarily intubate the patient for the third time.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation, a visual inspection was performed and it was observed the tube presents signs of being used, the snap head connector is detached from the tube but it was noticed the flange is not detached from the tube, the snap head and the proximal end of the tube were observed under the uv (ultraviolet) lamp and it was observed bonding agent was present in the sample plus the sample presents marks of being bonded, the failure mode snap head separation is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.